Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging a screen issue with her onetouch ultralink meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 4:00am. The patient stated that the display on the subject meter had become melted over the last few weeks from using alcohol wipes and she had misread the blood glucose result. The patient manages her diabetes with an insulin pump. The patient stated that she took less food/drink on (B)(6) 2015 at 5:00am in response to the alleged product issue. The patient claimed to have developed the symptoms of "vomiting, headaches and lethargy" approximately 1 hour after the alleged product issue began. The patient stated that she self-treated with 4 units of humalog insulin (date/time not provided). The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of product misuse. No products were replaced and the patient was directed to the supplier of the insulin pump for a contractual replacement of the subject meter. Based on the information provided, this complaint is being reported due to the following conclusions: there is no evidence that the subject meter caused or contributed to a serious injury. The reported symptoms of "vomiting, headaches and lethargy" do not meet lifescan's criteria for a serious injury. The alleged product issue was not resolved with troubleshooting.